Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. There were no anomalies observed on the returned distal segment. No insulation breach or conductor fracture was observed during analysis. All electrical and visual analysis was within specified parameters. The lead was returned with severe explant damage. Concomitant medical product: (B)(4) ICD implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported there was a fracture of the high voltage lead. It was further reported the implantable cardioverter defibrillator (ICD) system was explanted due to infection. No further patient complications have been reported as a result of this event.